Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a high temperature and would not accept the cutter properly because the bearings were worn out and loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due worn bearings that were no longer being in axial alignment due to use of excessive force and or side loading during use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device failed due to high temperature and the cutter insertion was rough. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.